Event description:
During arterio-venous malformation (avm) procedure, approximately 20 cm of the microcath broke off and became lodged in the patient. The fractured fragment could be seen angiographically, however, upon standard excision of the lesion, the catheter was not seen and the procedure was aborted for safety reasons. There was no patient injury.